Event description:
After angiographic images were taken, dr. Decided to instant wave-free ratio (ifr)/fractional flow reserve (ffr ) the left anterior descending artery (lad) after the volcano wire was flushed, connected, zeroed, and placed into the catheter, an error message presented "unstable connection." Connections were checked and reconnected but the message still appeared. So a new wire was used and worked fine. Patient not affected. New device lot #024350064877023.